Manufacturer narrative:
Summary of investigation: without batch number, we cannot check the information regarding product stock or batch manufacturing records. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code batch, regarding the same issue, three of them closed as confirmed of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample with the needle detached from the thread. Considering that there are several previous confirmed complaints, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in previous complaints show that the needle escaped from the thread. Final conclusion: considering that the sample received does not fulfil b. Braun surgical specifications and that there are several confirmed complaints for the same code-batch and issue, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread remained in the packaging. The suture needle is not attached with the thread.